Event description:
Boston scientific corporation became aware of an event, in which the pt had undergone a pta procedure in 2006, with a synchro guidewire and a symmetory balloon. On march 15, 2006, pta procedure was again carried out. After angiogram, the physician found stenosis on the anterior tibial artery and peroneal artery. Because the anterior tibial artery had hard stenosis, the subject device could not cross the area of treatment. The physician tried to cross the area of treatment by using a transit microcatheter for back up. When the physician was removing the microcatheter, the guidewire separated inside the pt's body. The separated guidewire was retrieved with the aid of a snare device. The pt was reported in good condition.